Event description:
A peritoneal dialysis pt has reported that he noticed dialysis solution on the cassette after treatment. Upon follow-up with pt, he stated that there were three additional leaks on each of the three days prior to (B)(6) 2013. Pt was administered prophylactic antibiotics and had no adverse effects. Samples are available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. This medwatch report is associated with mdrs 8030665-2013-00295, 00297, and 00298.